Event description:
Caller reports the use by date on the comfort curve test strip vial as 05/31/2010. Manufacturer's batch record confirmed the actual use by date to be 05/31/07. No adverse event reported. Requested return of suspect device and replacement was sent.